Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2021-46350. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported ¿rupture¿. This record is for the left side. Device was explanted and replaced.

Event description:
Patient reported left side rupture. Healthcare professional reported capsular contracture, baker grade IV. A total capsulectomy was performed. The device was observed to be intact upon explant. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g2, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture : unable to observe as it is not related to the manufacturing process. ¿ rupture: not observed. As per the investigation procedure, creases, wear abrasion and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side rupture. Healthcare professional reported capsular contracture, baker grade IV. A total capsulectomy was performed. The device was observed to be intact upon explant. The device has been explanted and replaced.